Event description:
Dear FDA I am writing this letter to report a non-compliant oxygen concentrator being sold on the amazon platform and kindly request appropriate measures be taken. The product in question has already resulted in a medical incident. I purchased the oxygen concentrator from amazon, and the purchase link is: https://www.amazon.com/dp/b0cp9ttyq3. The oxygen concentrator is advertised as being suitable for continuous use. However, when I used the machine for an extended period last friday, it started making a clicking sound, possibly indicating a compressor malfunction. I contacted the seller to inquire about the compliance of the product they sold. The seller assured me that the oxygen concentrator is perfectly suitable for long-term use and complies with regulations. However, they failed to provide any relevant certificates to support the product's compliance claims. Despite my skepticism, I used the oxygen concentrator again for oxygen therapy on sunday. Approximately five hours later, the oxygen concentrator exploded, causing minor burns on my right arm. The seller expressed willingness to compensate for my damages, but I believe this product is unsuitable for sale on the amazon platform. I have serious doubts about the quality and safety of this oxygen concentrator, especially considering the seller's failure to provide the necessary certificates to demonstrate compliance. I am concerned that this situation may pose potential dangers and harm to other consumers.